Event description:
It was reported that following a percutaneous coronary intervention with stent placement, an angio-seal sts plus was selected for use. The patient was being treated for acute coronary syndrome. A 7f terumo radifocus sheath was used during the procedure. A pre-deployment angiogram revealed moderate calcification at the right common femoral artery puncture (rcfa) site with the vessel lumen diameter of 4 mm. There was a 25% stenosis near the puncture site, and the patient had mild peripheral vascular disease. Soon after the angio-seal was deployed, the patient complained of coldness and pain in the lower leg. An angiogram found an occlusion distal to the puncture site. An emergency percutaneous transluminal angioplasty with stent placement was performed and blood flow re-established. The patient remained hospitalized and was being followed.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. According to the IFU, the safety and effectiveness of the angio-seal has not been established in patients with clinically significant peripheral vascular disease.